Event description:
The customer reported that a prolumen device was used to declot a dialysis graft. Several passes of the catheter were performed without incident. During the last pass, while the tip of the prolumen device was rotating inside the pt, the catheter outside the pt became twisted up on itself and the tip of the device immediately broke off inside the pt. The tip of the prolumen device was retrieved with a snare and the graft was declotted without any resulting pt complications.